Event description:
On (B)(6) 2012, an event was reported to cormatrix cardiovascular involving the cormatrix ecm for carotid repair. On (B)(6) 2012, the physician used the cormatrix ecm for carotid repair during a surgical procedure to close the carotid artery. It was reported that restenosis of the carotid artery occurred at the implant site approximately 10 months postoperatively, prompting the need for stent placement. The cormatrix ecm for carotid repair product was not explanted. During the reoperation, the physician observed no signs of infection or pseudoaneurysm at the implant site.